Event description:
Patient reported "physician performed a breast scan and noted that my implant was no longer ok" via sonogram. Patient later reported "softer breast", "looks inhomogeneous and with liquid collected inside". Healthcare professional later reported "clearly inhomogeneous central structures with waxy stripy lines within the capsule, low-echo and echo-rich parts. There is a narrow fluid lining around the implant capsule. There is no clear evidence of silicone leakage into the surrounding tissue in the sense of an external rupture" and "suspicion of internal implant rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported "physician performed a breast scan and noted that my implant was no longer ok" via sonogram. Patient later reported "softer breast", "looks inhomogeneous and with liquid collected inside". Healthcare professional later reported "clearly inhomogeneous central structures with waxy stripy lines within the capsule (linguini sing), low-echo and echo-rich parts. There is a narrow fluid lining around the implant capsule. There is no clear evidence of silicone leakage into the surrounding tissue in the sense of an external rupture" and "suspicion of internal implant rupture" diagnosed via ultrasound. Patient later reported "implant was broken". Healthcare professional later reported ""pronounced asymmetry in size and height" and "secondary ptosis", as well as "fluid immediately drains from the implant cavity, indicating that the implant has ruptured". This record is for the left side. Device has been explanted and replaced with another manufacturer's device.